Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 70% target lesion was located in the severely calcified mid left anterior descending (lad) artery. Vascular access was gained via the right femoral artery. Pre dilation was started with a 2.5x15mm non-bsc balloon inflated for 8 sec at 14 atms and again for 11 sec at 14 atms. A 2.5x12 ion stent was advanced and was unable to cross the lesion. Due to severe calcification, the physician decided to continue with dilation of the lad with a 2.5x8mm nc quantum apex inflated for 8 sec at 20 atms and again for 5 sec at 20 atms. Then a 3.0x12mm nc quantum was inflated for 7 sec at 20 atms. Then a 3.25x12mm nc quantum apex inflated for 6 sec at 20 atms and for 7 sec at 20 atms. The same 2.5x12mm ion stent was then advanced and deployed in the lad for 12 sec at 14 atms followed by the 2.75x16mm ion mr stent deployed for 10 sec at 16 atms proximal to the previous stent. A 3.25 nc quantum balloon was used for post dilation balloon of both deployed stent with multiple inflations at a maximum pressure of 20 atms. Following post dilation, the physician felt good about placement and expansion of the deployed stents. A 2.5x12mm apex balloon was then used to dilate the is diagonal branch and inflated for 8 sec at 12 atms and for 10 at 14 atms. Following dilation of the 1st diagonal, the physician noted that the proximal 3mm of the 2.75x16mm ion implanted in that lad was crushed due to the balloon inflation in the diagonal branch. A 3.5x8mm nc quantum apex was then used to dilate the crushed 2.75x16mm ion stent in the lad. There were no patient complications reported and the patient status is ok.